Manufacturer narrative:
Device was returned for investigation : visual inspection was conducted and the device has the tubing cut from it, the are no sharp edges or metal parts exposed from the array. Functional testing was not conducted due to the missing tubing. Hence, the complaint cannot be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, during the seating of the device the surgeon felt a perforation occur. The device was removed and hysteroscopy performed, and the perforation was confirmed. No additional intervention was required. The patient was being monitored.